Event description:
A consumer reported they read an article online about a patient who was paralyzed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.